Event description:
It was reported that a malfunction alarm occurred with the code malf 16. There was no reported impact to the customer¿s blood glucose level. The customer planned to use a multiple daily injection (mdi) therapy as a backup to ensure insulin delivery was not interrupted.